Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels ranging from 300 to 499 mg/dl; the cause was unknown. The customer went to the emergency room (ER) for an unrelated heart issue, however, was also treated for the elevated bg with intravenous fluids and an insulin injection. Additionally, a heart test was administered. The customer left the ER in good condition and a bg in the mid-200¿s (mg/dl). Reportedly, the customer continued to use the pump for insulin therapy.